Event description:
It was reported that the handpiece was leaking before the procedure, during set up. There was no patient involvement and no allegations of adverse events due to this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer for quality inspection. According to the quality engineer, there were slices in the hose that attaches to the handpiece as well as general wear to the handpiece. The leaking oil was most likely caused by damage to the hose from improper handling at the account.